Event description:
It was reported that smartstitch perfectpasser connector has fallen apart when used in the joint. There was no significant delay and a backup device was available. No patient injury was reported.

Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the connector has fallen apart when used in the joint. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force. Excessive force applied to the device can result in damage to the device and device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.